Event description:
The hcp reported the patient had a pump refill done with no change in the baseline infusion of hydromorphone, bupivicaine, and clonidine. The patient was programmed to receive an 8 hour bolus. "Over 24 hours after bolus administered" the patient presented with weakness, decreased blood pressure, decreased heartrate, lightheadnedness and pallor. The hcp checked the pump function and reported that it appeared to be working fine. The pump was reprogrammed at a 12% lower rate, but the patient continued to be having symptoms. The hcp removed the drug from the pump reservoir and replaced it with new solution. No bolus was given and the rate was decreased by another 10%. The patient outcome was reported as doing well with no report of problems other than the pain continues. The hcp reported "mixture (solution) problem from pharmacy".